Event description:
It was reported that the patient's omnipod 5 controller was being charged for 2 hours and when the patient checked on the status of the device, it was alleged to have turned black and the controller was extremely hot. There were no injuries reported due to this event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The user reported that the controller was hot and the charger was black after charging. Only the op5 controller was returned for investigation. The case description states that the user was charging the controller with a non insulet provided charger. Thermal damage was observed to the charging port of the controller. Further inspection of the charging port found a piece of red debris inside. The back cover and second interior back cover were removed for further inspection of the controller. The fluid ingress indicators on the pcbs were inspected and were observed to be white, indicating that they did not come into contact with any fluid. No download data was obtained as the device was not plugged in due to the thermal damage observed at the charging port. Cloud logs were not uploaded by the user. The transient nature of small shorts that cause these events often results in the elimination of the evidence due to the heat generated. The thermal failure observed is consistent with the types of thermal incidents associated with usb-c connectors when contamination, moisture, or metallic debris causes an electrical short during charging of the device. It could not conclusively be determined if the observed debris caused the reported thermal event.